Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during an ileostomy, the jaws of the reload close, but the device does not fire. Also, once the adapter is attached to the handle, no sound or light mechanism is activated. A manual handle was used to complete the case. There was no reinforcement material used in conjunction with the stapling device. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. Surgical time extended by more than 30 minutes due to the product problem.